Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece loosened.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece loose. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, our technician confirmed that the operation channel (primary) leak, and the bending rubber leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.